Event description:
It was reported the patient's blood glucose level rose to 32 mmol/l (576 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (leg) while the patient was sleeping, causing the cannula to dislodge. As treatment, the patient's legal guardian placed a new pod and called the hospital. The patient was taken to the hospital, but was only kept for observation as the legal guardian was concerned about diabetic ketoacidosis (dka) as the patient was experiencing thirst, fatigue, headaches and vomiting. At the hospital, the patient did not receive any treatment as a new pod was already placed and they confirmed the patient was not in dka. The patient was discharged after 4 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.